Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to obtain adequate r-wave values of the right ventricular (rv) lead. It was noted that the r-waves would diminish after testing the rv thresholds. The rv lead was removed and a new lead was used to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.